Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the device being in backup vvi mode was confirmed. The backup vvi mode was caused by two software resets within a short period of time. Review of stored egms indicated that the device delivered multiple appropriate therapies for vt/vf in a short period of time, which depleted the battery. The device functioned normally when tested on the bench and using automated test equipment.

Event description:
It was reported that the device was in backup vvi due to a depleted battery caused by a lot of shocks that the patient received over the lifetime of the device. The device was explanted and replaced.